Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and calcified arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and calcified arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good. It was further reported that the target lesion was non tortuous and severely calcified. The balloon ruptured during the initial inflation at 20 atmospheres for 20 seconds.

Manufacturer narrative:
A mustang device - 6x4x75, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified damage to the tip. This type of damage is consistent with excess force being applied as a result of meeting resistance during the attempt to cross a lesion. No other issues were identified during the product analysis.